Manufacturer narrative:
The reported smart stitch perfect passer connectors, intended for use in treatment, were not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the connectors jaw broke off and needles were not firing. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. Or (2) excessive force applied. Tissue thickness and/ or excessive force applied to the connector can result in failed needle penetration and/ or damage to the device. An exact root cause cannot be determined with confidence as no product was received for evaluation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the needle of smart stitch was not firing. It is unknown if there was a delay in the procedure. There was a back up device available and no patient injuries were reported.